Event description:
It was reported that this lead exhibited of low amplitudes and oversensing of the atrium. An x-ray was completed with confirmation that this lead was dislodged and found to be close to the tricupsid valve. This lead remains in service. No adverse patient effects were reported.